Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer did not hear a beep or feel the pump vibrate when the malfunction was annunciated. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the alarm was cleared and insulin delivery was able to be resumed. The customer declined to troubleshoot the pump vibration and speaker issue.